Event description:
Reporting status: serious injury - permanent impairment/medical intervention. Reporting rational: vf arrest, anterior mi and cardiac shock requiring medical intervention and additional stenting. Device issue: none. It was reported that the initial procedure occurred in 2008, and a 2.75 x 23 mm promus stent was implanted in the proximal lad.the following month, the pt returned to the hosp with sat and another company's 3.0 x 24 mm stent was implanted to treat the sat. In the same month, the pt returned to the hosp via ambulance due to vf arrest and acute anterior mi; although, the pt had no chest pain. While in the care of the ambulance, defibrillation was performed and the pt returned to a perfusing rhythm. The pt was in cardiac shock and appeared to be resistant to plavix; therefore, was taken off plavix and placed on playtol. A total occlusion was observed in the mid lad, which was treated with a 3.0 x 18 mm promus. Additionally, the proximal lad was totally occluded and was treated with a 3.5 x 08 mm promus stent with excellent angiographic appearance. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.